Manufacturer narrative:
Device evaluation: lens was returned dry, in a microcentrifuge vial. Visual inspection found missing piece of haptic, and tear in the optic. (B)(4)

Manufacturer narrative:
PMA 510(k): - this product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -09.50 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6)2017 the lens was exchanged for a shorter lens, due to excessive vaulting. The problem was resolved.